Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump failed to deliver the medication. The pump was programmed to infuse gentamicin intravenously over 30 minutes; however, no medication was delivered within the expected therapy time. This occurred during patient infusion in the neonatal intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), and h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed to deliver medication to the patient" was not reproduced. A functional flow accuracy test was performed, and the flow rates were found to be within the product specification range. The event history log was reviewed for the reported event date. However, the review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.